Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 495mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. Per the customer's healthcare provider the pump experienced an unspecified failure, however this could not be confirmed as pump was not available for a system check with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.